Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
(B)(6) medical was made aware on (B)(6) 2023, that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire) which required a second unplanned stent to cover the dissection.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
Silk road medical was made aware on (B)(6) 2023, that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire) which required a second unplanned stent to cover the dissection.